Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/left side pelvic pain") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement" and device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's previously administered products included for asthma: albuterol and flovent; for migraine: ibuprofen. Concurrent conditions included depression, morbid obesity and vitamin d deficiency since 2016. Concomitant products included ergocalciferol, fluticasone propionate (flovent) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower ("lower abdominal pain both sides, worse on left side"). In 2010, the patient experienced dysmenorrhoea ("painful periods,dysmenorrhea (cramping)"), menorrhagia ("heavy prolonged periods/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with cilest (ortho tri-cyclen), ibuprofen, naproxen (naprosyn) and surgery (she underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, migraine, headache, weight increased and abdominal pain lower outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery., current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.796 kgs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain." Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. This case concerns 26 year old patient. Her historical medication and concurrent condition was added. Essure indication was amended. Her concomitant medication was added. Per plaintiff fact sheet: abnormal bleeding (vaginal), migraine/headache, weight gain, lower abdominal pain both sides, worse on left side and she did not undergo essure confirmation test , were you advised of any complications or problems that occurred at the time of your essure placementprocedure? Yes were added. She was recovering from bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/left side pelvic pain,pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement" and device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's previously administered products included for asthma: albuterol and flovent; for migraine: ibuprofen. Concurrent conditions included vitamin d deficiency since 2016, depression and morbid obesity. Concomitant products included ergocalciferol, fluticasone propionate (flovent) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain both sides, worse on left side"). In 2010, the patient experienced dysmenorrhoea ("painful periods, dysmenorrhea (cramping)"), menorrhagia ("heavy prolonged periods/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anaemia ("anemia"), abdominal distension ("bloats"), nausea ("nausea"), back pain ("lower back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), swelling ("still swollen"), gait disturbance ("and walk without a limp,I had a limp"), adnexa uteri cyst ("paratubal cyst"), inflammation ("inflammation"), rash ("I had those rashes around my stomach.") And rash pruritic ("itchy and red rash"). The patient was treated with ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, naproxen (naprosyn) and surgery (she underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, nausea and back pain had resolved, the dysmenorrhoea, migraine, weight increased, abdominal pain lower, anaemia, abdominal distension, arthralgia, pain in extremity, gait disturbance, adnexa uteri cyst, inflammation, rash and rash pruritic outcome was unknown and the swelling had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, anaemia, arthralgia, back pain, dysmenorrhoea, gait disturbance, headache, inflammation, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, rash pruritic, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain." Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received : following events were added : anemia, bloats, nausea, lower back pain, hip pain, leg pain, still swollen, paratubal cyst, I had those rashes around my stomach, itchy rash. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/left side pelvic pain,pain'), lung neoplasm malignant ('she have lung cancer') and genital haemorrhage ('she still bleeding lightly') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement" and device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's previously administered products included for asthma: albuterol and flovent; for migraine: ibuprofen. Concurrent conditions included vitamin d deficiency since 2016, depression and morbid obesity. Concomitant products included ergocalciferol, fluticasone propionate (flovent) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain both sides, worse on left side"). In 2010, the patient experienced dysmenorrhoea ("painful periods,dysmenorrhea (cramping)"), menorrhagia ("heavy prolonged periods/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anaemia ("anemia"), abdominal distension ("bloats"), nausea ("nausea"), back pain ("lower back pain, back hurt pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), swelling ("still swollen"), gait disturbance ("and walk without a limp,I had a limp"), adnexa uteri cyst ("paratubal cyst"), inflammation ("inflammation"), rash ("I had those rashes around my stomach."), rash erythematous ("itchy and red rash"), sneezing ("she can't stop sneezing nose"), renal disorder ("kidney disease"), polymenorrhoea ("period lasting 2 wks. Sometimes a period twice a month"), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy"), pain ("body ache"), lacrimation increased ("watery eyes") and nasal pruritus ("nose itching") and was found to have lung neoplasm malignant (seriousness criterion medically significant). The patient was treated with ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, naproxen (naprosyn) and surgery (she underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, nausea, back pain and polymenorrhoea had resolved, the dysmenorrhoea, migraine, weight increased, abdominal pain lower, anaemia, abdominal distension, arthralgia, pain in extremity, gait disturbance, adnexa uteri cyst, inflammation, rash, rash erythematous, sneezing, renal disorder, lung neoplasm malignant, genital haemorrhage, dizziness, pain, lacrimation increased and nasal pruritus outcome was unknown and the swelling had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri cyst, anaemia, arthralgia, back pain, dizziness, dysmenorrhoea, gait disturbance, genital haemorrhage, headache, inflammation, lacrimation increased, lung neoplasm malignant, menorrhagia, migraine, nasal pruritus, nausea, pain, pain in extremity, pelvic pain, polymenorrhoea, rash, rash erythematous, renal disorder, sneezing, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain." ¿concerning the injuries reported in this case, the following ones were described in patients social media; she can't stop sneezing nose, kidney disease, period lasting 2 wks, dizzy sometimes a period twice a month, she have lung cancer, she still bleeding lightly. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received events " she can't stop sneezing nose, kidney disease, period lasting 2 wks, dizzy sometimes a period twice a month, she have lung cancer, she still bleeding lightly" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/left side pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement" and device monitoring procedure not performed "she didn¿t underwent essure confirmation test". The patient's previously administered products included for asthma: albuterol and flovent; for migraine: ibuprofen. Concurrent conditions included vitamin d deficiency since 2016, depression and morbid obesity. Concomitant products included ergocalciferol, fluticasone propionate (flovent) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain both sides, worse on left side"). In 2010, the patient experienced dysmenorrhoea ("painful periods,dysmenorrhea (cramping)"), menorrhagia ("heavy prolonged periods/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, naproxen (naprosyn) and surgery (she underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, headache, weight increased and abdominal pain lower outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain." Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Updated outcome of event abnormal bleeding (vaginal) from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and menorrhagia ("heavy prolonged periods"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.